Manufacturer narrative:
The initial analysis generated masked ptt results [***.*]. The sysmex cs-5100 instructions for use (IFU), chapter 3 - principles of operation, section 3.9.2 checking the analysis result list - describes the masks and marks that may be added to analysis data. [***.*] means that analysis result could not be obtained due to errors and other problems. The initial analysis generated the 0008.0128.001 early reaction error: slow reaction. Chapter 7 - troubleshooting, section 7.5.2 analysis data errors - provides the probable cause and corrective actions/countermeasures for error 0009.0128.001 early reaction error: slow reaction: cause: an abnormal reaction was detected at the initial stage of the aptt coagulation reaction. Corrective actions/countermeasures: check the coagulation curve and follow the judgment criteria for your institution. Alternatively, check the volumes of sample and reagent, then repeat the test. This complaint was escalated to the manufacturer, sysmex corporation japan, for investigation. Results are pending.

Event description:
The operator reported a falsely decreased activated partial thromboplastin time (aptt) to the medical team. The patient received unnecessary heparin treatment based on the erroneous result. No negative impact to the patient was reported due to the unnecessary heparin treatment.

Manufacturer narrative:
This complaint was escalated to the manufacturer, sysmex corporation japan (s-corp), for investigation. The root cause was determined to be a sample specific abnormality, which generated an irregular coagulation curve. The analyzer software performed within specifications, as the results generated with the extended measurement time did not meet flagging criteria. S-corp advised that the concerned facility should switch off the "auto re-analysis" setting with extended measurement time to prevent recurrence.